Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the approximately one-month post implant procedure, the patient developed an infection at the incision site from the cardiac resynchronization therapy pacemaker (crt-p) implant. Antibiotics was administered and the crt-p system was removed. No further patient complications have been reported as a result of this event.